Manufacturer narrative:
(B)(4): batch # l91y2d. The device was returned with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the ¿tissue effect issues and hemostasis controllable¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon starts using the device in surgery; but when cutting around ligament the jaw of the device breaks falling into the cavity and producing bleeding tissue. The device didn't work properly, because it didn't coagulate and the tissue was bleeding. The surgeon had to open another device to control bleeding and complete the process.

Manufacturer narrative:
(B)(4). Received information from the international customer that the device analyzed belongs to a different complaint. Please reference 3005075853-2016-00104 for this device.